Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2015 with the following findings: investigators were unable to confirm the original display complaint; during investigation, no ink spots were observed, however, the display was dim and discolored. The battery compartment was cracked and corrosion was observed in the battery compartment. Leak test was performed and a battery compartment leak was diagnosed. Pump was opened up and no further evidence of moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (ink spots w/ moisture) issue. The reporter stated that the display screen could not be read safely. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.